Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a left hip revision due to head dis-association from stem causing pain. Also devices part of recall.

Manufacturer narrative:
An event regarding alleged pain and disassociation involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned but the provided explanted image shows gross deformity of trunnion of the device. Medical records received and evaluation: a review of the provided primary operative report, x-rays, and photographs of the explants by a clinical consultant indicated: ¿no clinical or past medical history, no early or serial x-rays, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of the trunnion/head disassociation resulting in revision surgery twelve years post-implantation. Should additional clinical information become available, this evaluation will be re-opened.¿ device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the reported event was confirmed based on the medical review by the consulting clinician who confirmed the trunnion/head disassociation. However, the root cause could not be determined as the consulting clinician indicated ¿no clinical or past medical history, no early or serial x-rays, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of the trunnion/head disassociation resulting in revision surgery twelve years post-implantation. Should additional clinical information become available, this evaluation will be re-opened.¿ if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported a left hip revision due to head dis-association from stem causing pain. Also devices part of recall.